Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif) revision surgery at l5/s1 for pseudoarthrosis using rhbmp-2/acs and iliac crest bone graft with synthes interbody cage and instrumentation. The patient tolerated the procedure well. Post-operatively, it is alleged that the patient developed intense pain, pressure in the lower back, uncontrolled bone growth, nerve damage and numbness in right foot. A spinal stimulator was needed for pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.